Event description:
Customer reports a pt on the solar 8000m became cyanotic. The nurse had to intercede and place the pt on a ventilator. Customer states the nurse manager of the care unit checked the device the next day and stated the alarm volume was turned off at the time of this event.